Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated she was hospitalized for high blood glucose. The customer reported a blood glucose reading of 337 mg/dl during the phone call. Troubleshooting was performed and the insulin pump passed the prime high pressure tests. Advised the customer that the insulin pump was working properly. Nothing further was reported.